Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that insulin was dripping out during manual prime. Customer¿s blood glucose value at the time of incident was unknown. Customer also stated that reservoir opening was cracked, battery housing area was cracked and pump rewind slower. Insulin pump will not be returned for analysis.